Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6) product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: cable 9735836 ethernet kit s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon booting up the system, the system gave a localizer not connected message in the application. They tested a different interconnect cable with no resolve. They brought in a second system. The camera was good. The amber light, everything was unavailable in selftest. They bypassed the cable from the router to cpu and the issue was resolved. The re-sat the original cable from the cpu to to the router, everything stayed connected and green. The suspected loose ethernet cable between the router and computer. The system was functioning as intended by the end of the call. There was no patient involvement.